Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the outlet pipe had blockage evident. The device evaluation found foreign material (blue plastic material) clogged in the nozzle that did not originate from the olympus endoscope. Additional findings include the following: the air / water housing on the control body had wear on the colored ring, the image was out of alignment, the insertion tube orientation was out of alignment, the up / down / left / right angle were not to specification and play was evident, the air channel had blockage evident, water flow was not to specification, water removal was not to specification, the water channel had blockage evident, and the electrical safety test was not to specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera elite colonovideoscope pressure was too high, there was no leak but it wouldn't pass any machines. The issue was found during reprocessing, the intended procedure was completed using the same device. Inspection and testing of the returned device found foreign material (blue plastic material) clogged in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle appeared to be a blue plastic material but otherwise could not be identified but the material did not originate from the device. The root cause of the issue could not be determined, as no additional reprocessing information was reported or available. The event can be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.